Manufacturer narrative:
The field service engineer cleaned and replaced the fill port and needle. Patient comparison measurements were performed and there were no significant differences in k values. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The lot number and expiration date of the k electrode were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the k electrode on a cobas b 221 6 system. The sample resulted in a k value of 5.380 mmol/l when tested on the cobas b 221 instrument. The sample was repeated on a cobas 6000 analyzer, resulting in a k value of 3.500 mmol/l.